Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The intravascular ultrasound (ivus) findings confirmed the presence of a calcified nodule. A 3.00mm x 12mm was advanced for dilatation and was initially inflated 12 atmospheres at 30 seconds. However, during the second inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed and replaced with a 2.50mm x 12mm nc emerge balloon catheter which was initially inflated 12 atmospheres at 30 seconds. During the second inflation, the device also ruptured at 18 atmospheres for 30 seconds vertically. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition.